Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a station on frozen state. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen and application was not starting on its own. A technical support specialist enabled the 'set auto login for carefusion application (cfnapp)' option in both the station configuration utility shortcuts, one on the desktop and the other within the application under the maintenance menu. After enabling, the station was rebooted and monitored to confirm that the application launched automatically after the maintenance mode and firmware check completed. The system functioned as intended after the technical support specialist troubleshot the device.